Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set disconnected from the patient line of a cassette and the female connector separated from the main body of the transfer set. This was noticed after use of the devices for peritoneal dialysis therapy. It was further reported the issue was with the "transfer set alone." The transfer set was replaced. There was no allegation against the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.